Event description:
An autopulse 100 platform with chest compression assembly (cca) was deployed on a pt the autopulse platform ran for approximately 30 seconds and then faulted. The user attempted to clear the fault without success. Manual CPR was subsequently started as indicated in the user guide.